Manufacturer narrative:
The indication for the index procedure was stable angina and ECG stress test (bicycle/treadmill). The patient's baseline medications prior to the procedure were aspirin 100 mg (<=30 days prior), clopidogrel 75 mg (<=30 days prior), and beta-blocker therapy. A loading dose of 75 mg clopidogrel was administered 2-6 hours pre-procedure. Low molecular weight heparin only was administered during the procedure. The patient was discharged two days after the index procedure on aspirin 100 mg/day for one month, clopidogrel 75 mg for one month, statins, oral anti-diabetic treatment, ace inhibitors, and beta-blockers therapy. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the study indicated that thirty-six days after the index procedure, during a one-month follow-up phone contact the patient had angina. A procedural complication and myocardial infarction were also reported and occurred six days after the index procedure. An ECG was done. There was no information provided on any possible additional procedure. The patient was continuing his medical regimen. The patient had successful stenting using a cypher select 3.5 x 23 mm stent in the mid circumflex target lesion during the index procedure. The patient was discharged two (2) days after without procedural complications or device deviations reported. Additional information has been requested.